Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and no longer holding charge. The patient has switched to insulin pens as a backup method of insulin treatment for the time being.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.